Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys estradiol iii assay (e2) on a cobas e 411 immunoassay analyzer (e411). The erroneous result was not reported outside of the laboratory. The sample initially resulted as < 5 pg/ml. The sample was repeated, resulting as 738 pg/ml. The 738 pg/ml value was reported outside of the laboratory. No adverse events were alleged to have occurred with the patient . The e2 reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The instrument was working within specifications. The investigation was unable to find a definitive root cause.